Event description:
Per oos, the pt felt no benefit from this sys. The sys was removed at the pt's requested. The sys was discarded by the hosp. There are no complaints associated with this sys. Cylos dr-t, MDR 1028232-2009-00703. Setrox s 60, MDR 1028232-2009-00705.